Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5mm x 38mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 38 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Describe event or problem updated. Device codes corrected from material deformation/2976 to failure to advance/2524. Device evaluated by MFR.: promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5mm x 38mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 38 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the issue concerned for the complaint device was failing to cross the lesion and not stent damage as what previously reported.